Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn't bootup as it was stuck at 00:00. Upon troubleshooting, fse checked the flex vision pc and found it had no issues. Another fse had mentioned that he had noticed a pc was not powering on the day before, so the fse opened the r-cabinet and found geo ipc and data switch had no lights on. Next, he verified no power was going to any component. So, using service manual, he traced incoming power to m-cabinet where he found fuse f12 blown. He replaced the fuse and attempted to boot system, but the f12 blew again at power up. So, he consulted the service manual again and disconnected all components from output of f12. He added one component at a time until f12 blew again when geo ipc was connected. With geo ipc disconnected, he reconnected all other components and powered the system with no issues other than geo ipc. The defective geo ipc was sent for analysis and the malfunction could be confirmed and the reason was defective power supply. However, to resolve the issue fse ordered and replaced geo ipc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.